Event description:
The account generated falsely depressed architect tsh results on 5 patient samples that repeated in the normal range. The account uses a normal reference range for tsh of 0.35 to 4.94 uiu/ml. No specific patient information was provided. No impact to patient management was reported. Data provided: patient 1: architect tsh= 0.09 uiu/ml, repeated 0.39 uiu/ml, patient 4: architect tsh= 0.29 uiu/ml, repeated 1.21 uiu/ml, patient 5: architect tsh =0.09 uiu/ml, repeated 0.79 uiu/ml, patient 7: architect tsh= 0.26 uiu/ml, repeated 1.33 uiu/ml, patient 9: architect tsh= 0.29 uiu/ml, repeated 1.12 uiu/ml.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
The observed issue was resolved at the account by using a new architect tsh reagent kit of the same lot. Material was not available to return for evaluation. A trend review was completed and no non-statistical trends or adverse trends were identified for the issue. A ticket review was completed for the likely cause lot number 47910ui00. The review concluded normal complaint activity for the issue. Labeling was reviewed and found to adequately address the issue or to assist the customer in resolving the issue. Accuracy testing was completed using the likely cause lot number 47910ui00. The testing met acceptance criteria. A design history review was completed and no issues were identified. The evaluation determined the architect tsh lot 47910ui00, is performing acceptably.